Event description:
The customer reported the ventilator had a loss of both air and oxygen gas supplies while in use on a pt. The customer reported the ventilator did alarm, and there was no pt harm. The loss of both air and oxygen gas supplies will affect the function of the ventilator. The respironics svc tech was unable to duplicate the reported problem. However, the svc tech confirmed diagnostic codes in log history indicating a loss of both air and oxygen gas supplies. The ventilator passed all applicable testing. The svc tech replaced the main board as a precaution. Performance verification testing was completed and all tests passed per operating specifications. The svc tech reported the oxygen supply pressure at the customer facility is intermittently below the required pressure to operate the ventilator. Customer advised to dedicate ventilator o2 connection directly to the wall source as not to inhibit flow and pressure of the source.

Manufacturer narrative:
Na